Event description:
It was reported that the customer mentioned about bacteriuria, catheter blockage, and leakage when they were asked about the complications while using the bard 2-way straight tipped hydrogel coated (latex) prostatic catheter. When the customer was asked if the product(s) performed as intended and resulted in the successful clinical outcome of drainage and/or collection and/or measurement of urine, they stated no because of ¿non-anchoring of the catheter". Also when the customer was asked whether the product performed as intended and resulted in the clinical outcome of successful urinary drainage from the bladder in the last month, they stated no because of ¿leakage of the catheter¿.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It was unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. A potential root cause for this failure could be ¿balloon not completely sealed to shaft¿. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: ¿warning: do not use ointments or lubricants having a petrolatum base. They will damage latex. Visually inspect the product for any imperfections or surface deterioration prior to use. Use luer tip syringe to inflate with stated ml of sterile water. Or ¿ for pre-filled products, remove clip and squeeze reservoir to inflate with stated ml of sterile water. For urological use only. To deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If necessary, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient.¿ the device was not returned.

Event description:
It was reported that the customer mentioned about bacteriuria, catheter blockage, and leakage when they were asked about the complications while using the bard 2-way straight tipped hydrogel coated (latex) prostatic catheter. When the customer was asked if the product(s) performed as intended and resulted in the successful clinical outcome of drainage and/or collection and/or measurement of urine, they stated no because of ¿non-anchoring of the catheter". Also when the customer was asked whether the product performed as intended and resulted in the clinical outcome of successful urinary drainage from the bladder in the last month, they stated no because of ¿leakage of the catheter¿. Per additional information received on 20apr2022, it was stated that the survey respondent mentioned about accidental removal when asked of the complications experienced while using 2-way straight tipped hydrogel coated (latex) prostatic catheter.